Event description:
It was reported the patient had been treated for many years with varying results and had underwent 19 operations for the device system. It was noted the patient has three different spinal catheters in place additional information received reported the patient had a history of spinal cord injury and had more catheters in place. It was noted he had a past with complications and diminishing of effect prior to seeing his current healthcare provider (hcp). At first, the patient received an 8731sc catheter, in a later phase they placed an 8781 and left the old catheter in place while placing a new one. It was reported the pump was delivering baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received reported that a meeting would be held in the future to discuss the results of the diagnostics/ MRI for this patient and on the basis of the results they will set up a treatment plan and discuss this with the patient.

Manufacturer narrative:
Concomitant medical products: product ID 8731, product type catheter, product ID 8781, product type catheter, product ID 8731, product type catheter. (B)(4).